Event description:
Evaluation revealed a misaligned display screen and partially discharged force sensor pins. In addition, evaluation revealed the force sensor was out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. (B)(6). Recall # 2531779-03/24/2010-003-r. Evaluation revealed the force sensor was out of calibration. Review of the pump download history revealed loss of prime warnings associated with zero force. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime warnings being duplicated. The force sensor calibration was measured and found to be under specification. When the pump was opened it was revealed that the oled display was found to be lifted and the force sensor flex pins were partially dislodged from the pcb sockets. When the force sensor was tested it was found to be out of specification at 17k ohms. It was also noted that green contamination was found around the shim. Evaluation of the pump also revealed that the pump's display was faded and pink.